Manufacturer narrative:
For the 28 events reported under exemption number e2012013, 17 complaint devices were returned, 7 complaint devices were disposed, and 4 complaint devices were not returned. Six events were found to have a root cause of operational context, and 7 events were found to have a root cause of supplier design. Investigation is still in place for 4 events.

Event description:
The manufacturer report is being sent as a requirement under summary reporting exemption approval number e2012013 for product code knq. This report covers 28 reported events of balloons bursts/pinholes. Of the events, 3 patients were female and 5 were male. The known patients' ages ranged from 49 years to 62 years. The known patients' weights ranged from 52 kg to 66 kg. All other demographic information is unknown.